Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received, the attachment could support the original complaint based on the as received state with the cap just hand-tightened. Attachment was tested by production personnel and did not meet specification. It was also noted by production personnel that the set is not rotating. The attachment was then microscopically evaluated by a quality technician. Both beatings were detached from the set assembly. Both beating retainers looked good. Minor debris was observed within head and cap cavities and inner components. Significant, abrasive gear wear was observed on the head-tail and head assembly. Detachment of both bearings and significant gear wear may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca attachment while in use. The reported complaint did not result in an injury or need for intervention.